Event description:
The event was reported that following an operation, the patient was being reversed from the anesthetic. It was alleged that in the attempt to remove the bite guard, the bite guard snapped and the green prop part fell back into the patient's pharynx. The part was retrieved but caused concern for the anesthetist. No further information available.

Manufacturer narrative:
Sample sent to manufacturing facility for evaluation. Evaluation report not available at time of this report.